Manufacturer narrative:
Only the replaced suspect portion of the driveline was returned. The device remains implanted. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is complete.

Event description:
It was reported that the patient was admitted after having several low speed alarms. The log file captured speed drops below the low speed limit on (B)(6) 2021. The site placed the patient's device on power through an ungrounded cable. It was noted that there was a palpable kink in the driveline approximately 4-5 inches from the controller, and that the patient had no signs of thrombus formation. The site noted that the patient had a recent laparoscopic cholecystectomy on (B)(6) 2020 and submitted an image obtained during that surgery for review. The image appeared unremarkable. Additional imaging revealed a minor shield separation, but the location of the short-to-shield could not be determined via the images. A percutaneous lead repair was performed and the patient was discharged. The suspect portion of the driveline was returned for evaluation. The patient reported on (B)(6) 2021 that the device had alarms for low speed and low flow. The patient was instructed to power the device using the ungrounded cable, and since switching to that cable, there were no further alarms. The site had no plans to perform a pump exchange and planned to reassess if there were further alarms.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of the replaced external portion of the driveline did not confirm an issue that could have contributed to the reported low speed events. Evaluation of the submitted log file confirmed the reported low speed events. Additionally, the reported ¿palpable kink¿ in the driveline could not be confirmed during this evaluation. The submitted log file contained data spanning from (B)(6) 2021 06:28:25 through (B)(6) 2021 12:44:51, per the timestamp. The log file captured 10 low speed operations on (B)(6) 2021, accompanied by a power elevation of 9.1 watts. The low speed events captured in the log file appeared to occur while the patient was supported by the power module. No other atypical events were captured. Based on complaint history and similarly reported events, the data captured in the log file is potentially consistent with a damaged wire in the patient¿s driveline; however, wire damage could not be confirmed as the entire driveline was not returned. A distal-end driveline replacement was performed on (B)(6) 2021 and approximately 20¿ of the external portion/distal-end of the driveline was returned for evaluation. The driveline was returned with the severed ends of all except the orange wire, secured to the silicone jacket with kapton tape. Electrical continuity testing of the replaced driveline was conducted, and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield electrical shorts were induced during this test, despite manipulation of the driveline. Upon removal of the silicone jacket, the bionate cover was discolored, but showed no signs of damage. Fraying and minor breakdown in the metal braided shield was observed along the length of the driveline. Areas of more severe breakdown were observed at the base of the metal connector and approximately 2.5", 3", 4", 4.5", 5.5" through 8.5", 10", 13.5", and 14.5" from the metal connector. Visual inspection of the wires revealed no evidence of any breaches or damage to the wire insulation or underlying conductors. The driveline was then submerged in a saline bath for high potential testing to verify the integrity of each wire¿s insulation. The test did not reveal any areas of current leakage in the insulation of any of the driveline wires. The relevant sections of the device history records for (B)(6) was reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (hmii lvas) instructions for use (IFU) is currently available. The section entitled ¿pump performance monitoring¿ under patient care and management covers wear and tear to the percutaneous lead. Section 7, titled ¿alarms and troubleshooting¿, addresses all system controller alarms (including driveline fault, low speed advisory, low flow hazard, and pump off alarms) and how to respond to such events. The hmii lvas patient handbook is also currently available. The patient handbook contains a section on ¿caring for the driveline¿; however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. Section 2 "how your heart pump works", section 4, and section 5 "alarms and troubleshooting" (under "what not to do: driveline and cables") cautions the user not to twist, kink, or sharply bend the driveline, system controller power cables, or mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible. Damage to the driveline or cables could cause the pump to stop. If the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten. No further information was provided. The manufacturer is closing the file on this event.